Manufacturer narrative:
(B)(4).findings:pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, broken battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had a cracks on the battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The insulin pump was returned, replaced and analyzed. The insulin pump physical damaged was minor, it doesn't impact the function of the devise. No further information was reported.